Event description:
Per the clinic, it was reported that the patient developed an infection at the implant site and was subsequently treated with antibiotics. The patient was seen for follow up and it was reported that skin overgrowth at the implant site had developed. Subsequently, the excess skin was cauterised and the patient was placed on oral antibiotics for a duration of one week. The patient continues to be clinically managed by their healthcare provider.